Manufacturer narrative:
This report is based solely on the information provided by the customer. Without the return of the device or the device lot information, the release documentation could not be reviewed. Communications with the customer (B)(6) regional sales manager and (B)(6) marketing manager noted customer recently transitioned to the posey limb holder part 2532. Through investigation it was found that the device was not applied in accordance with the instructions for use at the time of this event. Formal retraining for proper application was offered to the facility and is scheduled to be completed in the coming weeks. Instructions for use (IFU) states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is in the process of transitioning to the posey soft limb holder restraints (2532) and I have received reports of patients being able to release themselves from the restraint. Some units that have started to roll-out the restraints have concerns about moving forward.